Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. Additional finding of a set screw missing part.

Event description:
It was reported that the atrial lead was far-field r-wave oversensing and the ventricular lead had high threshold. During replacement of the leads the device set screw "fell out" of the device. While attempting to reposition the set screw, the grommet and set screw were stripped. The device was explanted and replaced. The leads were capped and replaced. No patient complications were reported as a result of this event.